Event description:
As reported by navilyst medical's distributor in (B)(4), an indwelling PICC device had to be removed due to fluid leakage coming from the catheter hub. Per the report, "a fracture was observed on hub structure, after analysis performed by our technical staff." A new device was placed, and no pt injury or complications were reported. The used device was returned to navilyst medical.

Manufacturer narrative:
The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The navilyst medical march 2015 complaint report was reviewed for the vaxcel pasv PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. The used sample, which was returned with an injection cap (not furnished by navilyst medical) attached, was confirmed to have a crack on the white valve housing just adjacent to the molded parting line. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). (B)(4).